Event description:
Reporter indicated that vns pt (implanted for treatment of intractable hiccups) had passed away. It was reported that thr pt committed suicide via gunshot wound to the head. It was reported that the pt did receive some relief from the hiccups with the vns therapy, but that they would periodically return. The pt reportedly had a history of chronic pain that ultimately lead to their suicide. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.